Event description:
It was reported that during an open sigmoidectomy procedure, the jaw was not opened after the fourth firing. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.